Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump had a scratched display window.

Event description:
The customer reported that the insulin pump alarmed and the drive support cap was protruded. The blood glucose reading was 434mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.